Event description:
It was reported that the previously working remote monitor did not power on when the start/stop button was pressed. The patient tried disconnecting and reconnecting the power cord and the monitor started. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.